Manufacturer narrative:
Product evaluation: the product was not returned for analysis, only the carton and inserts were returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 06/13/2011 by phone, fax and mail. Additional information was received 06/17/2011 by phone. A completed questionnaire was received on 06/17/2011. (B)(4).

Event description:
A consumer reported halos, ghosting and a rough feeling in the eye following intraocular lens (iol) implant surgery. She has seen corneal and retinal specialists who have told her that everything is normal. The consumer also reported that people tell her they see a flickering in the eye while talking to her and that she uses a lubricant in the eye for the rough feeling. Follow-up information was received from the surgeon, who reported the event continues. An unapproved viscoelastic was used during the implant surgery. A yag capsulotomy was performed 3 months after the implant surgery.